Event description:
A surgeon reported glistenings following bilateral intraocular lens (iol) implant surgery. Additional information was received from the surgeon, who reported posterior capsule opacification (pco) has been observed. There are two medical device report associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 12/22/2011, 12/23/2011 and 01/05/2012 by fax, phone and mail. A completed questionnaire was received on 01/12/2012. (B)(4).